Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was returned for investigation. Vyaire medical received blower assy bellavista 1000 . Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the blower was not heard functioning, and alarms tf 401 and 316 triggered on the home screen. Service screen #4: calibrations was accessed and ¿pwm blower calibration¿ and ¿blower reference calibration¿ were performed but failed. Menu #16: function blocks was accessed, the blower set to 33% voltage resulting in ¿voltage check blower¿ reading 11.20v, ¿current blower¿ reading 0.00a, and speed blower reading 0 l/min while the blower did not function. The reported complaint was duplicated. The blower assembly was disassembled but there were no signs of damage or anomalies found on the radial blower. The root cause was due to internal failure of the radial blower of the blower assy bellavista 1000 manufactured by micronel ag.

Event description:
It was reported to vyaire medical problem with bellavista 1000 us giving technical failure 401 "inspiration valve or device leaky alarm" and 316 "blower failure:". No patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.